Event description:
Implant date: april 2006. It was reported that the patient underwent single level plif at l5-s1 using verte-stack capstone peek vertebral body spacer/infuse bone graft supplemented wth posterior fixation instrumentation. Approximately three weeks post-op, the patient developed new onset right leg radiculopathic pain. X-ray/CT demonstrated that the interbody construct was displaced to the right and posteriorly into the spinal canal. A re-operation was performed approximately 4 weeks post-op to remove the displaced interbody construct and replace with "bilateral l5-s1 lateral transverse autograft/allograft arthrodesis."

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.